Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient reported the ins is not working since about a week ago, they are able to charge the ins but not able to increase the stimulation. Patient stated they had knee surgery a month and in pain and need the scs therapy to work. Patient services specialist (ps) asked patient to connect with the recharger and screen show ins 80% recharging excellent and controller 60% charged. Patient went to adjust the stimulation and getting settings not available, cannot provide your desire setting. Patient stated the message shows up on the different group and programs. Patient stated they don't have a scs hcp but they have an orthopedic hcp. Ps reviewed the meaning of the message and recommend patient consult with hcp ofc for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from manufacturer representative (rep) who reported they met with the patient on (B)(6) 2023 because the patient was seeing oor. They checked impedances and electrode 1 had high impedances. They programmed around that electrode. The issue was resolved and no further oor issues were seen or later reported.